Manufacturer narrative:
Concomitant medical products: metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog #:0100185146, lot #: 2408182; metasul ldh, head, 52, code r, taper 18/20, catalog #:0100181520, lot #: 2390935; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset, catalog #: 00771101200, lot #: 6067368; therapy date : (B)(6) 2016. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
The patient underwent revision surgery due to elevated metal ion levels, fluid collection and cyst formation.